Event description:
A surgeon reported during a procedure, the handpiece burned his hand between the thumb and index finger. The patient was not harmed or injured as a result of the event. Additional information has been requested.

Manufacturer narrative:
The handpiece has been received, and an in house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).